Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient experienced 3 ICD shocks on (B)(6) 2014 and subsequently was taken to the emergency department for evaluation. The shocks were appropriate, but failed to convert the patient. The patient was found to have an elevated ldh, hematuria and anemia. The patient was started on medication. The vad interrogation revealed multiple low flow alarms, however, the patient reported that she had not heard these alarms, just an occasional short alarm. Patient had a CT, rhc and echo. Lvad speed up to 1000 without av closing. The patient was in the process of being evaluated for lvad wean. The patient's vad was explanted on (B)(6) 2014.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.